Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. The customer reported that they calibrated the transducers on the main pcb and the transducers are defective. The customer had provided a po for the purchase of a main pcb for the device. At this time, vyaire has not received the suspect device/component for evaluation. Therefore no root cause can be established

Event description:
The customer reported that the device has delivered volumes issue on the vela ventilator. The customer confirmed that there was no patient involvement associated with the reported event.